Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted.

Manufacturer narrative:
(B)(4). The complaint for use error was confirmed. As per the complaint, patient reported that he changed out the heater bag only and reused the disposable set during trouble shooting of an alarm situation check heater line. The assignable cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.

Event description:
A customer contacted baxter's technical service center to report having a check heater line alarm with the homechoice (hc) machine during fill 1. The home patient (hp) stated he changed out the heater bag, but not the rest of the supplies. The technical service representative (tsr) advised the hp that when starting over with new supplies, he should change all of the supplies. There was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse (rn) on (B)(6) 2011 regarding the reported event. The rn stated the patient had not made them aware of the alarm or the fact that they changed out the bag but not the cassette. Baxter product surveillance recommended reviewing proper procedures with the patient. The rn stated she would follow up with the patient. As far as the rn knew, the patient was continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.